Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, d9, d10, h2, h3, h4, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the unit failed the water leak test, improper reprocessing in zoom/focus knobs, defective charged coupled device (ccd) and moisture observed inside the ccd cover glass. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the image was cloudy due to bad charged couple device. And "won¿t focus" due to zoom/focus knobs was loose or damaged. For the additional reportable findings, a root cause could not be establishment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the subject device image was cloudy and won´t focus. The issue occurred during set up / inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.